Manufacturer narrative:
The investigation concluded that both lower and higher than expected results were obtained from a single level of non-vitros mas alcohol/ammonia controls, lot aa2304, using vitros ammonia (amon) slide lot 1019-0259-0193 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Atypical within-lab vitros amon quality control performance was observed on the amon slide lot. The customer performed a microslide incubator decontamination procedure and following this action acceptable within-run amon precision results were obtained and within-lab precision testing improved. The cause of the microslide incubator contamination was not determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1019-0259-0193.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both lower and higher than expected results were obtained from a single level of non-vitros mas alcohol/ammonia controls, lot aa2304, using vitros ammonia (amon) slide lot 1019-0259-0193 on a vitros 5600 integrated system. Mas level 2 amon results of 122.9, 126.1, 124.4, 196.5, 122.8, 128.4, 196.5, 122.8 and 128.4 mol/l vs. The expected result of 160.6 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).